Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 88.1 cm from the top of the connector to the break. The second piece measured 229.1 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken and evidence of misfired occurred. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 20 watt console. According to the complainant, during the procedure, the laser fiber was noted to be broken in half when the treatment was about to start. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken and evidence of burn marks where found.